Event description:
Information received by medtronic indicated that the customer experienced diabetic ketoacidosis and hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer was treated with the IV drip, and insulin pump and hospitalized. The customer experienced symptoms like nausea, vomiting, abdominal pain, and difficulty breathing due to high blood glucose. The customer also experienced dka and was admitted to the hospital and treated with an insulin drip. Troubleshooting was performed and found that the pump was lost in the emergency room. It was unknown whether the auto mode feature was active and whether the pump was used 48 hours prior to the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The health effect - clinical code, health effect - impact code that was provided with the initial report was incorrect. The correct information has been included with this report in h6 section.

Event description:
Customer reported that she went into surgery to remove her appendix and the issue with her appendix caused her to have diabetic ketoacidosis. She woke up nauseous and was vomiting. She had ketones. She went to the emergency room and was hospitalized on (B)(6) 2022 for high blood glucose over 500mg/dl, diabetic ketoacidosis, and surgery for removal of the appendix. She was treated with insulin drip. Pump was used at the time of the incident. Per customer, auto mode was not used.